Event description:
It was reported to covidien on 10/28/09 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was noted to be leaking from the lumen, near the clamp site. The catheter had to be pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.